Event description:
It was reported via repair work order that the cot would not lock in position every time it was set. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.